Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons need to be pressed a couple times for them to respond. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had threads in battery port are worn out, batteries lasting less than a week, scratches on the screen, loud during rewind, frequent no insulin delivery alarms without an explanation, rewind the insulin pump more than once per reservoir change and sometimes did not alert when battery and reservoir was low. The insulin pump will not be returned for analysis.